Manufacturer narrative:
Customer phone number: (B)(6). Date of report: 05/27/2021. No patient involvement.

Event description:
It was reported to philips that the battery was malfunctioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. This issue occurred during testing of the device. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the device displayed a battery failed alarm. The fse replaced the battery to resolve the reported issue and the device returned to functionality.